Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, power cycling, functional stress testing and defib cycling without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device restart/reboot itself multiple times and ended with no display. Complainant indicated that the clinician discontinued use of the device and delivered the patient to a flight crew. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.